Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that reported patient had trial done in 2016 and it was great so they had implant put in and after a month or two of the implant, they had to go back in and move the ins because the ins was too low and patient could not hold their pants up. Patient reported a year or so later after the 2016 implant, the battery went bad and they had to replaced the battery and in 2019 he received a new battery that will last for 9yrs. Patient stated this is 3-4 time they had to cut him open. Patient mentioned he can't take naroctics because it makes him sick to the stomach.